Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n386379, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturing representative reported the patient had the system removed (B)(6) 2015 because he was not getting enough relief from it and the location of the implantable neurostimulator bothered him. The patient's relevant medical history reported was non-malignant pain and other. No outcome was provided. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent. The patient's relevant medical history reported was non-malignant pain - other.